Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported by the contact that the customer received multiple cartridge alarm 19s using multiple cartridges during the loading process. The customer's blood glucose level was not impacted and was to use insulin injections to manage diabetes.